Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: initial reporter is j&j company representative g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a planned spine stabilization procedure with bone cement on (B)(6), 2023, during mixing of cement, the mixing kit handle broke off in the middle of mixing. The mixing process was incomplete and the cement hardened and was not able to be injected. For the cement, liquid was poured into the syringe containing the cement. However the mixer syringe plunger wouldn't mix the cement and the liquid. The cement and liquid was taken out of the mixer syringe from vertecem cement kit, mixed in a mixing bowl, and transferred into the vertecem syringes. The mixing time was more than 10 minutes and the setting time of cement is approximately 15 minutes. When the cement when taken out to mix in mixing bowl, it did not mix well and solidified. The temperature of the cement was 20 c prior to usage. The cement was also 20 c in the operating room. The vertecem syringes into open cannula with adapter were used to deliver cement, into the cannulated viper prime screws. Patient was intubated on (B)(6), 2023 and kept in ICU. Patient passed away on (B)(6), 2024. The patient had a low hb count prior to the date of surgery. This report is for one vertecem v+ cement kit for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 07.702.016s, lot: 3a53572, release to warehouse date: 03 january 2023, expiration date: 01 january 2026, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vertecem v+ cement kit had hardened cement inside the body of the cement mixer. The hardened cement is most likely due to the blue handle is broken causing the not possible to transfer the cement correctly. The broken fragments were returned. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion. The cement retain sample test was requested for the finished device product code and lot combination 07.702.016s/3a53572 and it shows no deviations. Therefore, based on the available evidence it is not possible to confirm the allegation cement will not mix properly. A dimensional inspection and functional test were not performed due to the post-manufacturing damage. The overall complaint was confirmed as the vertecem v+ cement kit would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed.